Manufacturer narrative:
(B)(4). The field service engineer (fse) replaced the compressor power distribution printed circuit board (pcb). The unit then ran and passed all performed tests and calibrations as per the manufacturer's specifications.

Event description:
It was reported that the ventilator was inoperable. There is no reported patient involvement associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.